Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose were elevated (no value provided). Customer delivered a bolus via the pump to address the issue. System check was performed with tandem technical support and no issues were identified. Recommendation was made for customer to discuss blood glucose management with healthcare provider.